Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported by the nurse that when they checked the patient¿s transfer set, they found that the minicap main body had damage. This was found during use and the nurse assisted the patient with a change to a new transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was performed. Visual inspection of the device identified damage to the light blue main body of the transfer set. Leak testing, clamp function testing, and clear passage testing were performed on the device with no issues noted. Upon conclusion of the investigation, the reported damage was verified during visual inspection. The cause of the damage could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.